Event description:
It was reported that after an implantation of an intraocular lens (iol) into the left eye, the patient experienced halos and dark shadows in their vision. Approximately 1 month after implantation, the iol was exchanged with a different model lens due to unresolved halos, dark shadows, and low vision in left eye. The patient has recovered.

Manufacturer narrative:
The returned product was cut into 2 pieces across the optics attached to the wipe and could not be evaluated. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not be conclusively determined.